Event description:
It was reported that an emphasys trial shell was placed with the emphasys straight shell impactor. After impaction, scrub tech and surgeon were unable to remove the trial shell even with a large amount of force and small taps of the mallet. Another emphasys shell impactor was opened for shell implantation. The emphasys shell implant was loaded and again, after impaction, would not come off of the handle. The scrub tech, surgeon, and assist were unable to remove the implant. A pinnacle shell was open and implanted instead. After the case, able to remove both with a lot of effort. Both handles and threads to both the trial shell and shell implant were inspected and there was no visible damage. Both were then tested again and seemed to be in good working order.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿it was reported that an emphasys trial shell was placed with the emphasys straight shell impactor. After impaction, scrub tech and surgeon were unable to remove the trial shell even with a large amount of force and small taps of the mallet. Another emphasys shell impactor was opened for shell implantation. The emphasys shell implant was loaded and again, after impaction, would not come off of the handle. The scrub tech, surgeon, and assist were unable to remove the implant. A pinnacle shell was open and implanted instead. After the case, able to remove both with a lot of effort. Both handles and threads to both the trial shell and shell implant were inspected and there was no visible damage. Both were then tested again and seemed to be in good working order. Unsure of the cause of the issue. There was a surgical delay of 3 minutes¿. The product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that emsys ace imp straight was not returned assemble with the reported mating acetabular cup. Additionally, the device presents an overall worn appearance consistent with normal and repetitive usage. However, no signs of damage on the distal threads that could have contributed to the reported even were observed. A proper functional testing was not performed since the reported mating devices were not returned for evaluation. The overall complaint was confirmed as the observed condition of the emsys ace imp straight would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: d4 primary UDI number, h3.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.